Event description:
Ous MDR - it was reported that approx. 3 months after the implantation, in (B)(6) 2017, increasing bipolar pacing impedance and elevated threshold were noted. The lead switched then to unipolar setting. In (B)(6) 2017 the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the analysis slight abrasion marks were noted which most likely resulted from interaction with a nearby lead. However, the insulation was intact in these positions. The visual inspection showed additionally cuts in the insulation. It is reasonable to assume that these damages occurred during the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.